Event description:
"Underinfusion of 50 ml (50 ml/hr) ready med." Infusion 10/1/98: infusion of 50 ml over 45 mins. Lot # 98t008). Infusion 11/3/98: infusion of 50 ml over 37 mins (lot # 98t040). Infusion 12/4/98 with 50 ml (50 ml/hr). Ready med infused over 37 mins. (Lot # 98t040).